Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 482 mg/dl. The customer also stated that they had symptoms like nausea. Customer was experienced low blood glucose as well. Customer had been using insulin pump system within 48 hours of reported high and low blood glucose event. Customer was neither in emergency room nor admitted into hospital as a result of low blood glucose. The customer was treated with glucagon for low blood glucose and with manual injection and intravenous therapy for high blood glucose. The customer also stated that they did not allege insulin pump was under and over delivering. Customer was performed high pressure test and it was failed after they performed repeated high pressure test and it was passed. Customer was in emergency room as a result of high blood glucose. Customer stated that auto mode feature was not active. The insulin pump will not be returned for analysis.